Manufacturer narrative:
This investigation is currently ongoing. Add'l info will be provided in a follow up report.

Event description:
According to the report, bioglue was used in an carotid endarterectomy case in conjunction with a synthetic patch on the suture line. The pt presented six weeks post-op with an infection. The patch material was damaged by the infection and the surgeon performed a re-operation.